Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer. No definitive cause of the discrepant results was identified, therefore, the alinity c instrument, serial number (B)(6), was considered the cause. However; a pre-analytical sample integrity issues cannot be ruled out. A review of the analyzer service history revealed no contributing factors on or around the date of the complaint. A review of historical data identified no trends, systemic issues, or nonconformance associated with alinity c system. A review of tracking and trending data in the product monitoring review for clinical chemistry systems found no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer obtained a falsely depressed sodium result while using the alinity c processing module. Sample ID (B)(6) generated an initial result of 111 mmol/l and retests of 143 and 144 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed sodium result while using the alinity c processing module. Sample ID (B)(6) generated an initial result of 111 mmol/l and retests of 143 and 144 mmol/l. No impact to patient management was reported.